Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the up arrow and contrast keypad buttons were intermittently responsive. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up arrow button was intermittently unresponsive and required multiple hard presses to elicit a response. The reporter denied any trauma to the pump and no moisture exposure. The reporter confirmed the keypad was intact. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.